Event description:
The customer reported an issue of a red x and hour glass also found error codes. There are no reports of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.